Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a stent separated from the stent delivery system due to maneuvers contrary to instructions for use. The stent was retrieved from the descending aorta with a snare device. During the retrieval of the stent, guide wire separation was noted. Reportedly, surgical intervention retrieved the separated portion. No other information was available.